Event description:
Sales representative reported a patient experiencing a post-operative infection. Customer service reported that the surgeon removed the graft, endobutton and tibial fixation. Sales rep states there were three surgeries involved with this patient. First surgery to perform acl repair was performed in 2004. Second surgery to perform "ind via scope" was performed 7 days later. Third surgery to remove product and graft was performed 24 days later. Sale rep confirmed that the organisms of the infection were not identified as of the last time they spoke with the surgeon. The original repair was performed using the patient's own autograft. The ind scope was a procedure which irrigated and flushed the site with antibiotics. This occurred while the patient was under anesthesia. Finally, after the revision surgery, the patient was left without the acl. Additional repair attempts were not made. It was confirmed by sales rep that the patient is doing fine.